Event description:
Per independent repair center statement, the unit was alarming or a red light. The key failure was the 4-way valve being stuck. Additional malfunctions were the poppet valve not shifting, the ty wraps leaking, the power switch having a short circuit and the pe valve not shifting.